Event description:
It was reported that pump displayed non-resettable malfunction code 24 with fault ID 24-0x2219, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump and multiple daily injections for insulin delivery, and tandem technical support arranged shipment of replacement pump, confirmed shipping details, and advised customer to return problematic pump within 10 days, place it in storage mode before return, and then program pump settings and connect continuous glucose monitor on replacement pump, which customer understood and acknowledged.